Event description:
Over infusion of lipids in neonate. The rate to be programmed was 0.45 ml/hr and volume to be infused, 12 ml over 24 hr. The pt required insulin for an elevated blood sugar, vapotherm support for respiratory distress and eventually expired 6 days after the event. The customer feels that it is unclear if the death is a related sequelae, but probably not. Investigation involved a review of the event logs from the syringe module involved. The log showed user selected bd 30ml syringe with estimated volume of 12.99 mls and programmed a guardrail library drug, fat emulsion 20%. User entered rate of 12ml/hr and a vtbi of 0.45ml. When the start key was pressed a guardrail alert of dose exceeds guardrails limit of 0.25 grams/kg/hr appeared. The user elected to over ride the alert and started the infusion. Three mins later, the module alarmed infusion complete. The user again selected the drug from the library and entered a vtbi of 12 ml and entered a rate of 12 ml/hr. The start key was pressed and the guardrail warning appeared again that the dose exceeded guardrail limit of 0.25 grams/kg/hr. Again the user elected to proceed and started the infusion. One hr later the module alarmed for syringe empty. The module was turned off and not used again.

Manufacturer narrative:
The complaint of an overinfusion of lipids was confirmed and the cause appears to be a programming error. The results of the investigation were conveyed to the customer with offer of support or materials to reduce or prevent reoccurrence. The customer has initiated a re-verification program for all nurses to verify they are competent in using the device. Also offered a recommendation to change the guardrail alert for lipids in this nursing profile from a soft alert limit, which allows the user to over ride, to a hard alert limit, which does not. The risk manager at the customer site will discuss this with the pharmacy manager who oversees the committee making the guardrail library protocol decisions.